Event description:
A report was received that the patient experienced a shocking sensation when the right lead was used. The patient underwent an explant procedure. Device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Date received by manufacturer should have been (B)(4) 2015.

Manufacturer narrative:
Sc-1132 (sn (B)(4)): device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding the shocking sensation was not verified. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The monitored stimulation on an oscilloscope found no surge of stimulation, and the outputs were consistent and correct on all electrodes. The ipg passed all the required tests and revealed no anomalies. The explanted leads were not returned to bsn as they were kept by the medical facility. It is indicated that the leads will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced a shocking sensation when the right lead was used. The patient underwent an explant procedure. Device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient experienced a shocking sensation when the right lead was used. The patient underwent an explant procedure. Device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.